Manufacturer narrative:
Initial.

Event description:
It was reported that the user administered external insulin by mdi without disconnecting from the ilet and then took a meal announcement, after which blood glucose trended down to a measured 34 mg/dl. The user treated with oral carbohydrate (ice cream) and later stabilized around 115 mg/dl. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for unplanned medication intervention to treat the event. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to an improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.